Event description:
Rptr obtained the er1 message on an unaffected meter. Rptr's technique seemed adequtae and he confirmed dot with color chart. Rptr stated he does get confused, especially when his blood glucose is high.